Event description:
A consumer reports that following intraocular lens (iol) implant surgery, there is a dark line at the periphery of the right side. In a follow-up, the surgeon reports the outcome of event for the consumer as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the produce met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 4/23/08, 4/24/08, 4/29/08 and 5/8/08 by phone, mail and fax. A completed questionnaire was received 5/14/08.